Event description:
The customer reported inaccurate high reading on customer's one touch ii meter. Although customer reports not feeling symptoms customer suddenly fainted and the ambulance was called. Customer's meter read "in the 80's while the ambulance meter read 56 mg/dl. Customer was treated with glucose. It is unknown if customer was transported to the hospital. Customer's meter was replaced.